Manufacturer narrative:
There may be cases where a transcatheter valve is placed through a previously placed annuloplasty ring for recurrent regurgitation and/or stenosis. Annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation and/or stenosis occurs as a result of progression of disease and is not related to a device malfunction. In this case, it was not know specifically whether it was due to the patients deterioration or ring malfunction or a combination of both. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) female patient with a 26 mm annuloplasty ring implanted in the tricuspid position underwent a valve in ring procedure after an implant duration of five (5) years and ten (10) months due to moderate regurgitation and mild stenosis. The physician didn¿t know specifically whether this event was due to the patient's deterioration or ring malfunction or a combination of both. The patient presented with right heart failure and recurrent right pleural effusion. Mean gradient across the tricuspid valve was 12 mmhg. A 23 mm transcatheter valve was successfully implanted within the ring using a transfemoral approach. Patient was noted to be doing well.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.